Manufacturer narrative:
Medwatch submitted to FDA on 04/21/2010.

Event description:
Following injection of juvederm ultra into the marionette lines and the upper and lower vertical lip lines the patient presented with a cold sore in the middle of the lower lip and jaw pain (which the physician diagnosed as neuralgia) radiating into the right cheek and left jaw. The patient initially went to a general practitioner who prescribed zovirax topically and amoxicillin orally. The injecting physician stated that the patient returned to the injecting physician "to confirm diagnosis" and no additional treatment was given at that time. Contact information for the general practioner who prescribed treatment has been asked for, but is not known at this time and follow-up is not possible. The injecting physician has attempted on numerous occasions to contact the patient for follow up, but the patient has not responded. Allergan's approach to compliance is to resolve all doubt in favor of reporting.